Event description:
It was reported that there was a communication problem. It was noted the patient attempted to charge but it was unsuccessful. It was further noted that it was not ¿reading the antenna to make adjustments.¿ it was indicating that the recharger was not connecting. It was noted the patient last recharged about three weeks prior to the date of this report. It was further noted that the patient generally charged about once a week. It was noted the patient did not have a patient programmer. Additional information received reported that a patient's battery only lasted 2-3 years and he expected it to last 9 years. It was noted that it had "burned out" and "leaked". It was not clear what that meant. It was stated that there was a suspected overdischarge of the implantable neurostimulator (ins). Manufacturer database showed that the device had been replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l51530, implanted: (B)(6) 1998, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).